Event description:
A report was received that the patient was experiencing pocket site pain and was having difficulty charging the ipg. It was noted that the patient had a fall. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a leads replacement procedure due to a suspected lead fracture. The patient was doing well. Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pocket site pain and was having difficulty charging the ipg. It was noted that the patient had a fall. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's pocket pain begun before the fall. It was noted that the patient's fall was not device related.

Event description:
A report was received that the patient was experiencing pocket site pain and was having difficulty charging the ipg. It was noted that the patient had a fall. The patient will undergo a revision procedure.